Manufacturer narrative:
Age at the time of event: 18 years old or above.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another emerge balloon catheter. No patient complications were reported.